Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
The patient report ed that it was unable to bear weight after getting out of bath. Upon seeing the surgeon, an x-ray revealed a peri prosthetic fracture requiring a revision of the femoral component.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and no xrays or medical records were provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined with the limited information provided. It is noted that the patient underwent revision surgery 17 days after primary surgery date. No additional patient information was provided.

Event description:
The patient report ed that it was unable to bear weight after getting out of bath. Upon seeing the surgeon, an x-ray revealed a peri prosthetic fracture requiring a revision of the femoral component.